Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. (B) (4)

Event description:
Customer reported the table is stuck. No pt injury was reported.